Manufacturer narrative:
An event of heart block, requiring a pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information reviewed, the cause of the reported incident could not be conclusively confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed at day 1. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted at day 2. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of paroxysmal atrial fibrillation. The device was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc). The following day the patient went into complete heart block. Temporary pacing was conducted on (B)(6) 2024. A permanent pacemaker was implanted on (B)(6) 2024. The patient had prolonged hospitalization to monitor rhythm. The patient status was stable.